Event description:
It was reported that the pt reported not having access to sound with the device during a rehabilitation session. An accident or trauma is not known. A CT scan is to be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.